Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1530102) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the balloon popped during prep. A second mynxgrip vascular closure device was used successfully. The patient outcome was noted to be fine and there were no other relevant therapy given as a result of the mynx event. No further information is available. Vessel location: coronary sheath size: 6f.